Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent appeared to be short. The patient presented with stenosis of the left and right iliac artery. A 10x60/75 mm epic stent was implanted in the right iliac artery. The 10x60/120 mm epic stent was then implanted in the left iliac artery. During the second stent deployment, the physician noticed this stent appeared to be too short in comparison to the previously placed stent. After balloon dilatation the vessel had good flow and no further intervention was taken. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: inspection of the returned device revealed there was blood in between the inner and outer shafts. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. The inner shaft was kinked 9cm from the tip. There was no other damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent appeared to be short. The patient presented with stenosis of the left and right iliac artery. .a 10x60/75 mm epic stent was implanted in the right iliac artery. The 10x60/120 mm epic stent was then implanted in the left iliac artery. During the second stent deployment, the physician noticed this stent appeared to be too short in comparison to the previously placed stent. After balloon dilatation the vessel had good flow and no further intervention was taken. The patient's status was stable.